Event description:
It was reported that this was venotomy closure of a right common femoral vein using a prostyle device after an interventional cardiac ablation procedure with 9fr sheath. Reportedly, the cuff connection sound was duller and a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy, or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported dull sound was confirmation the needle and cuff did not engage resulting in the reported needle to cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.